Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pump failure. Arctic sun device failed functional test. Device does not warm and system hours and pump hours are far above 2000 hour. This device needs 2000 hour maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Device failed functional test. The heater was broken. Device doesn't warm and system hours and pump hours are far above 2000h. This device needs 2000h maintenance. Replaced heater as part of the pm. Both pumps were noted to be working but over due there working hours. A 2000-hour pm was completed on the device. As part of the pm, replaced the circulation pump, mixing pump, and drain valves. Device passed all testing after repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that pump failure. Arctic sun device failed functional test. Device does not warm and system hours and pump hours are far above 2000 hour. This device needs 2000 hour maintenance.